Event description:
The customer reported the system's images were split down the middle and appears flat and grayed out. Also intermittently, images are blurry. No pt injury was reported.

Manufacturer narrative:
Customer had already ordered an interconnect cable and was calling to get an opinion on the problem by a ge rp. No on-site visit was required. System is functioning properly.